Manufacturer narrative:
Analysis was normal. No anomalies found.

Event description:
It was reported that the patient presented to the operating room for system implant. During procedure, the right ventricular lead helix exhibited failure to extend after several attempts. The lead was not used exchanged successfully. The patient would be followed normally.